Event description:
It was reported that the patient presented for a right ventricular lead extraction. The lead exhibited elevated capture threshold, high pacing impedance, and variable defibrillation impedance. During the procedure, the lead was removed, and cardiac perforation was noted. The physician performed an emergency sternotomy. The patient was put on bypass, and the perforation was found and repaired. However, it was reported that the patient had deceased due to surgical complications from lead extraction.